Event description:
A report was received that a patient was explanted due to the device making her pain worse. There is no further information available.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-1110-02 serial/lot#: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discared by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.